Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported flank pain. Imaging was obtained and confirmed a lead migration. A lead revision was completed to resolve the reported event. The patient had been implanted 10 months at the time that the flank pain onset.